Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone# (B)(6). E1: reporter phone# (B)(6). A philips authorized service personal (asp) evaluated the device and ran an ibp test and it passed. No problem was found with the monitor. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx500 patient monitor indicating that the users believe ibp (invasive blood pressure) measurements are inaccurate. The device was in use on patient at time of event, there was no adverse event reported.